Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5013699/5026677; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of redness, fluid discharge, and hot to touch were noted. The patient was placed on antibiotics for a week, but condition did not improve. The physician believed that the infection was not device or procedure related and it was due to patients body rejecting the implant. The patient underwent an explant procedure.